Event description:
Customer called to report finding fluid underneath the needle of the coulter lh750 hematology analyzer. Customer also stated that the needle bellows and manual aspiration wash cup were not draining. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that pinch valve vl13 had a broken tooth, and that the triple pinch valve vl53b was broken. The fse replaced both pinch valves, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak is attributed to the broken tooth on vl13 and broken pinch valve vl53b.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).